Event description:
Falsely high advia centaur xp bnp results were obtained on a patient sample and reported to the physician. The elevated patient results were found discordant when compared to previous patient test results, sample dilution testing and repeat sample testing. Elevated patient results above the customer's defined upper limit range are diluted and retested. A corrected report was sent to the physician. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur bnp results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and performed a functional system check. Quality control results were within range. The system was fully functional. The customer has insufficient sample volume to perform further testing. The instruction for use (IFU) procedural notes dilutions section states: "samples with levels of bnp greater than 5000 pg/ml (1445 pmol/l) must be diluted and retested to obtain accurate results. Patient samples can be automatically diluted by the system or prepared manually. For automatic dilutions, ensure that advia centaur multi-diluent 1 is loaded and set the system parameters as follows: dilution point: < or = 5000 pg/ml (< or = 1445 pmol/l), dilution factor: 2, 5, 10. For detailed information about automatic dilutions, refer to the system operating instructions or to the online help system." No conclusion can be drawn. The IFU states in the limitations section: "the results of the advia centaur bnp assay should always be assessed in conjunction with the patient's medical history, clinical evaluation and other diagnostic procedures."